Event description:
A 4mm x 18mm racer biliary stent system was inserted into a pt for the treatment of a mesenteric artery lesion. The vessel morphology and the percentage of the stenosis are unknown. The lesion was pre-dilated with an unknown size balloon. It was reported as the physician was advancing the stent delivery system; the guide catheter came out of position. The stent then became caught in the lesion. When the physician attempted to remove the delivery system, the stent moved off the balloon but remained on the guidewire. The physician was able to retrieve the stent with use of a snare device. Upon removal of the snared stent, the physician had to apply slight force that resulted in expansion of the arteriortomy site. A piece of tissue was removed along with the snared stent. The physician was required to hold pressure to retain hemostasis. Another racer stent was implanted to complete the case and patient is fine.